Manufacturer narrative:
The device was returned to olympus for evaluation. The following non-reportable malfunction was found during device evaluation: dirt on insertion tube. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
An olympus representative reported, that during an inspection request of returned devices the rhino-laryngo videoscope had foreign matter on the bending section cover and the bending section cover adhesive part. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined and the foreign material could not be identified. As a result of confirming reprocessing instruction manual at the time of shipment, the chapter "reprocessing the endoscope" provides a detail description about reprocessing. Olympus will continue to monitor field performance for this device.